Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. No conclusion is yet available; investigation is currently in-process.

Event description:
On (B)(6) 2017 tosoh became aware that during proficiency testing performance with american proficiency institute (api) survey samples, the customer failed estradiol (e2) and progesterone (prog) analytes on the aia-900 instrument. Quality control level 1 was out of range high on the day of the proficiency testing. Sample, result, repeat run, expected range. (B)(4). The customer was satisfied with e2 api survey samples upon repeat, but was still concern with prog api survey samples. The tosoh technical support specialist (tss) instructed the customer to recalibrate prog and perform b/f wash probe maintenance. On (B)(6) 2017 the customer reported that recalibrated the aia-900 instrument and repeated the prog api survey samples. Samples result expected range (B)(4). The prog api survey sample was still out of acceptable range. The customer reported that the b/f wash probe did not look dirty; therefore, no maintenance was performed as previously suggested by the tss. The tss agreed to send new prog assay and calibrators for further evaluation. The tss advised the customer to perform b/f wash probe maintenance, make up fresh wash solution reagent, and rerun prog api survey samples. On (B)(6) 2017 the customer reported that after calibrating with new lot of calibrators quality controls for prog were within acceptable range. The customer proceeded to repeat prog api survey samples and ia 05 and ia 06 were high. The customer was advised to obtain new set of prog api survey samples and repeat run, as the ones being utilized have been frozen and thawed a few times.

Manufacturer narrative:
H.3. Device evaluation by manufacturer: the customer informed tosoh that no new set of prog api survey samples were going to be order to repeat the progesterone. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4)from(B)(6)2016 through aware date (B)(6)2017 . There were no other similar complaints identified during the searched period. The progesterone st aia-pack prog assay specifications states the following: specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25° c) and mix gently. The sample required for analysis is 75 ul. The most probable cause of the reported could not be determined. H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
N/a